Manufacturer narrative:
The device was not returned, a non-visual investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: he reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, a picture was provided by the customer. The picture was reviewed and it appeared that the screw connected to the hinge was detached from the device. Root cause: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause could be due to the glue that was holding the hinge had come off which would have caused the hinge to break off. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the device was delivered to the patient on (B)(6) 2025 and was reported to have broken on (B)(6) 2025. It was reported that the device was repaired and delivered to the patient on (B)(6) 2025. It was reported that the second break that occurred was on (B)(6) 2025. No patient harm or injury was reported. It was reported that the patient has a history of disruptive sleep apnea.

Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).